Event description:
Baxter france reports a home patient (hp) with a leak in his transfer set. The hp was hospitalized on 05/26/99 for 24 hrs and received a transfer set change. In addition, the hp received a single antibiotic therapy bolus (medication and dosage unknown). No actual injury resulted from incident.